Event description:
The customer reported that during a patient related event, the hard paddles assembly would not connect to the device to provide defibrillation therapy. The customer indicated that there was a back up device immediately available for patient care. The customer did not indicate any information regarding the patient or the outcome of the patient. There is no known adverse effect caused to the patient as a result of the reported issue.

Event description:
The customer indicated that the hard paddles assembly would not connect to their device due to a pin broken off inside the therapy connector assembly. The customer indicated that the device was dropped, which caused this damage. With this issue, the device would not have the ability to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer contacted physio-control to advise that they have replaced the therapy connector assembly, which did resolve the reported failure. The device has since been returned to the end user for use.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that there is a broken pin from the therapy cable within the therapy connector assembly on the device. The customer indicated that they have already replaced the therapy cable assembly. Physio-control provided the customer with the part number for a replacement therapy connector assembly. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
The initial medwatch report indicates: the customer reported that during a patient related event, the hard paddles assembly would not connect to the device to provide defibrillation therapy. The customer indicated that there was a back up device immediately available for patient care. The customer did not indicate any information regarding the patient or the outcome of the patient. There is no known adverse effect caused to the patient as a result of the reported issue. The initial medwatch report should indicate: the customer indicated that the hard paddles assembly would not connect to their device due to a pin broken off inside the therapy connector assembly. The customer indicated that the device was dropped, which caused this damage. With this issue, the device would not have the ability to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure. (B)(4).